Event description:
The customer reported that while the unit was in use on a pt, the transmitter failed after the pt was coded. Therefore, the central station did not print a recording of the event. The pt expired.